Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the pacer encoder cable was not properly seated. The pacer encoder cable was reseated to remedy the problem. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's pacer rate was not adjustable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.